Manufacturer narrative:
The technician investigated and thoroughly checked the bed exit and scale system. The technician used the communication tester to ensure that a signal was getting sent to the nurses' station and found the system functioned as designed. See scanned page. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No repair needed the bed functioned as designed. Based on this information, no further action is required.

Event description:
The account reported the bed exit alarm and scale are not functioning properly. The bed was located in the basement at the facility. There was no patient/use injury reported. This report was filed in our complaint handling system as complaint # (B)(4).